Event description:
During a colonoscopy procedure, the physician used two (2) cook instinct plus endoscopic clipping devices. Once the clips were attached to the mucosa, upon attempted deployment, clips were very difficult to deploy and release from the catheter. The physician was able to get clips to ultimately release. The physician jiggled and shook and twisted and turned clips to get them to release. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k192697. Investigation evaluation: our laboratory evaluation of the products said to be involved could not confirm the report as it was described, because all the device components (particularly the clips) were not included in the return. Used devices: during functional testing each device was advanced into the accessory channel of a pentax colonoscope (2.8 mm channel) which was placed in a simulated lower gi position. The tip of the endoscope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wire was observed to move freely inside the outer sheath of both devices. A visual examination of the drive wire, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage on either device. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. Our laboratory evaluation of the returned sealed device, from the same lot number as the used devices, confirmed the report for difficulty with deployment for device #1 but not for device #2 and #3. Sealed devices 1-3: the samples were function tested per test protocol for open/close and full deployment on simulated tissue. The clips opened and closed, and deployed as intended on simulated tissue, however endoscopic maneuvers were required to aid in deployment for device #1. The device history record for the lot number said to be involved was reviewed. The device history record contains a nonconformance for driver crimp failed verification, that could potentially be related to unable to deploy. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
PMA/510(k) # k192697. Investigation evaluation: our laboratory evaluation of the products said to be involved could not confirm the report as it was described, because all the device components (particularly the clips) were not included in the return. Used devices: during functional testing each device was advanced into the accessory channel of a pentax colonoscope (2.8 mm channel) which was placed in a simulated lower gi position. The tip of the endoscope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wire was observed to move freely inside the outer sheath of both devices. A visual examination of the drive wire, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage on either device. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. Our laboratory evaluation of the returned sealed device, from the same lot number as the used devices, confirmed the report for difficulty with deployment for device #1 but not for device #2 and #3. Sealed devices 1-3: the samples were function tested per test protocol for open/close and full deployment on simulated tissue. The clips opened and closed, and deployed as intended on simulated tissue, however endoscopic maneuvers were required to aid in deployment for device #1. The device history record for the lot number said to be involved was reviewed. The device history record contains a nonconformance for driver crimp failed verification, that could potentially be related to unable to deploy. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure, the physician used two (2) cook instinct plus endoscopic clipping devices. Once the clips were attached to the mucosa, upon attempted deployment, clips were very difficult to deploy and release from the catheter. The physician was able to get clips to ultimately release. The physician jiggled and shook and twisted and turned clips to get them to release. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.